Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: improper or incorrect procedure or method: unable to observe as it is not related to the manufacturing process. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, broken device and missing shell observed assessed as inconclusive were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: improper or incorrect procedure or method.

Event description:
Patient reported "exchange of textured devices due to patient's concern with product." Healthcare professional additionally reported "exchange of textured devices due to product concern". Later healthcare professional reported "ruptured to remove implant". This record is for the right side. Device has been explanted and replaced.